Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited noise oversensing, resulting in pacing inhibition. Programming changes were made to resolve this issue, and the patient was stable.